Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4.

Event description:
Same case as MDR ID# 2134265-2017-05977, 2134265-2017-05978, 2134265-2017-05979, 2134265-2017-05980, 2134265-2017-06423, and 2134265-2017-06427. It was reported that the patient died. The patient presented with ischemic heart disease. Vascular access was obtained via the right femoral artery. The 90% stenosed, more than 80mm in length, concentric, de novo target lesion was located in the mildly tortuous, severely calcified, and 2.35mm in diameter right coronary artery (rca). Both a 1.5mm and 1.75mm rotalink¿ plus were used at some point during the procedure. After rotablation was performed, three synergy¿ drug-eluting stents (2.25 x 24, 3.50 x 38, and 3.00 x 38) were directly deployed in the rca in a slightly overlapping manner. The stents were considered to be well apposed and well positioned and post dilatation was not performed. Two non-bsc stents were also implanted in the left internal mammary artery. There was no dissection, perforation, or thrombus noted after implantation of the stents; however, the patient¿s pressures dropped and the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed but the patient died.